Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the customer reported that a system advisory displayed during setup.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illumination bulb needed replaced.